Event description:
It was initially reported that the patent experienced a lack of effectiveness of baclofen for a month. The patient had a spinal surgery 1.5 months ago, and catheter damage was suspected during the intervention. Prior to surgery they were unable to retrieve fluid via the catheter access port (cap); hence a catheter dye study was not performed. Neither kinks, occlusion nor dislodgment could be confirmed via an x-ray. It was further added that a volume discrepancy of more than 25% had occurred during the last two pump refills. It was stated that because the patient had to have a major intervention i.e. Catheter replacement procedure, in presence of the volume discrepancy physician decided to also replace the pump at the same time in order to avoid the possibility of having a second major intervention. The pump and catheter were explanted and replaced. The patient was noted as being without injury. The surgeon started the pump at 80 mcg/day with a gradual increase. As of 2012-(B)(6) patient was receiving 130 mcg/day and doing well. It was clarified that the pump contained compounded baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8598a, serial# (B)(4), implanted: 2011-(B)(6), explanted: unk; catheter model: 8596sc, serial# (B)(4), implanted: 2011-(B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed a hole in the pumhead-pump tube/mechanical wear. A partial incomplete 8598a catheter was returned in segments that revealed acceptable testing. Also received was the pump connector, proximal segment and the pin connector of the 8596sc catheter; analysis of this revealed coring, tears/ cuts in sc connector seal.